Manufacturer narrative:
Continuation of d10: patient product ID 97745ac serial# unknown product type accessory product ID 97745bp serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac, serial/lot #: unknown; product ID: 97745bp, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that for the last couple days their controller won't charge when connected to the ac power cord. Pt stated this has happened once or twice before and stated the first time it happened was about a month ago. Pt stated in the past, they reset the controller and it resolved the issue. Pt said they tried resetting today ((B)(6) 2021) and it did not resolve the issue. Pt mentioned they spoke with a manufacturer representative (rep) via phone (and also commented they've met with the rep in person) about 3 weeks ago when the controller wasn't charging and the rep instructed the pt to reset the controller. Pt stated when they spoke with the rep today, they were instructed to contact the manufacturer for assistance. Pt mentioned they spoke with the rep one other time prior to the time 3 weeks ago but pt could not confirm when that was. The pt was walked through removing the battery pack and plugging the controller into the ac power cord; pt confirmed controller powers on. Pt inserted the battery pack and confirmed controller still wasn't charging. The issue was not resolved. Pt also added that they have to charge their implant on a daily basis. The pt called back and reported that she received her controller replacement but her li battery is still not taking a charge. The pt stated that she plugged it in and kept checking it but the controller battery is not incrementing in charge. The pt removed the li battery pack and plugged in the ac power cord and the controller does power up. The pt put the li battery pack in and stated the green light is flashing like it is charging but then the controller went dark and the green flashing light went off. The pt tried to manipulate the ac power cord but the controller did not power back up. No symptoms were reported. The patient called back reporting they received the controller and battery, they were walked through passive recharge mode and confirmed they were able to start charging with excellent quality. The controller was at 60% but the implant was red/depleted.